Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No sample was received for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a probe did not actuate. The cutting and aspirating conditions are unknown. The surgery was completed after replacing the product with another one. There is no patient harm. Additional information and product sample have been requested.